Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level were 39 mg/dl and 480 mg/dl. The customer treated for high blood glucose value with bolus and manual injection, low blood glucose treated with jelly. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.